Event description:
The facility's pharmacist reported a non-delivery with an infusion pump during pt use. The pt was in the ICU and the medication was fentanyl/marcine. It was in a 200cc bag and set to deliver 6.0cc/hr. The clinician went to change the bag after two days and found the bag to be full. There was no pt ijury or medical intervention. No additional contact info was provided.